Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure, after the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 11142279) was introduced into the prowler select plus microcatheter (catalog/lot#: unk), the enterprise stent became impeded at 10cm into the microcatheter and could no longer advance. The physician decided to withdraw the stent but only the delivery wire was pulled back. The enterprise stent was still stuck in the microcatheter; as a result, the physician withdrew the microcatheter losing the target position. The stent was removed from the microcatheter and deployed outside of the patient¿s body. There was no report of any patient adverse event or complication associated with the reported issue. Additional information received confirmed that there was no kink or damage on the microcatheter, the microcatheter was not obstructed when the stent was introduced into it. The physician used a competitor device to complete the procedure; the prowler select plus microcatheter was not used to complete the procedure. The enterprise device was returned for evaluation; the investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 22mm enterprise® stent was returned and received contained in a pouch. Visual inspection was performed. The delivery wire was observed without any damage. The introducer was not returned; the stent was returned already deployed and in good condition. Functional analysis was precluded as the introducer was not returned with the device. The stent was already deployed as captured in the complaint. Without the stent still contained in the introducer, the device could not undergo functional test. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 11142279. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The reported issue documented in the complaint that the enterprise stent was impededin the microcatheter was not confirmed through functional testing; the device was returned without the introducer and the stent was already in a deployed state. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00974. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter information such as the phone and email address are not available / not reported. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00973 and 1226348-2019-00974. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure, after the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 11142279) was introduced into the prowler select plus microcatheter (catalog/lot#: unk), the enterprise stent became impeded at 10cm into the microcatheter and could no longer advance. The physician decided to withdraw the stent but only the delivery wire was pulled back. The enterprise stent was still stuck in the microcatheter; as a result, the physician withdrew the microcatheter losing the target position. The stent was removed from the microcatheter and deployed outside of the patient¿s body. Additional information received confirmed that there was no kink or damage on the microcatheter, the microcatheter was not obstructed when the stent was introduced into it. The physician used a competitor device to complete the procedure; the prowler select plus microcatheter was not used to complete the procedure.